Event description:
During a follow up phone call by product surveillance to the home patient (hp) on (B)(6) 2010 regarding the alarm, the hp stated that he had discussed the issue with his nurse. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during use. The home patient (hp) stated that he had disconnected to use the bathroom and forgot to press stop button before disconnecting. The hp had then reconnected after alarm occurred. The technical service representative (tsr) explained the alarm, assisted the hp to clear alarm, disconnect from the hc machine and remove cassette, and advised the hp to contact nurse about missed therapy. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) stated that he had disconnected to use the bathroom and forgot to press stop button before disconnecting. The hp had then reconnected after alarm occurred. The batch review was performed on potentially associated lots (h10e02037) with no issues noted. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).